Manufacturer narrative:
Follow-up # 1: device evaluation: the device has been returned and evaluated by product analysis on 13-apr-2018 with the following findings: during visual inspection of the pump, it was observed that the keypad was intact. The up key was hypersensitive and does not click or spring back. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 800 mg/dl with vomiting and unconsciousness. The patient was reportedly taken to the hospital under emergency protocol where they were admitted and treated for diabetic ketoacidosis with intravenous fluids and ¿other medications¿. The reporter alleged the patient¿s serious injury was associated with under-responsive up arrow, down arrow and ok keypad buttons on the insulin pump. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged unresponsive keypad button issue.